Manufacturer narrative:
(B)(6). Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During an arthroscopic medial meniscectomy it was reported that the shaver hand piece made a "funny noise" and stopped working. Initially, the blade was changed but the unit still did not work. The unit became very hot to the touch and was "burning". A new shaver hand piece was used without any issue. No patient injury or significant delay was reported.

Manufacturer narrative:
One powermax elite, part number 72200616 was received on 10/5/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been verified. The unit failed functional testing and gave a ¿motor stall¿ error when using a d2 control unit. Further inspection has found that the motor has seized and will not rotate. The unit was disassembled for further inspection; the gearbox was removed from the motor. Additional testing has found the motor gearbox has seized, and the motor will turn freely with the gearbox removed. The complaint investigation has concluded the cause of the complaint to be associated with a seized gear box. (B)(4).